Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the procedure, it was not possible to equalize the pressure due to signal loss, which led to the procedure being cancelled and rescheduled. There were no adverse patient consequences.